Event description:
The patient experienced infection issues with his inflatable penile prosthesis (ipp). The device was removed and a new spectra concealable penile prosthesis was implanted. No further patient complications were reported in relation to this event.